Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited failure to capture. The lead was not used and replaced. The patient was in stable condition.